Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a carto® 3 system and a visitag issue occurred. It is reported that some visitags were missing. The field service engineer (fse) spoke with the bwi representative regarding this issue. The bwi representative explained that the respiratory gating failed at beginning of case and case proceeded without it. During middle of case, respiratory gating succeeded; causing previous visitag points to disappear and became irretrievable. Fse followed up the issue with the bwi representative during next case. Bwi representative reported that the issue has not occurred in cases following the reported issue. Device manufacturer: reset/restart respiratory gating caused disappearing of visitag¿s taken prior to the reboot. This is a normal behavior of system application. System is ready for use. The device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto&#59443; system and a visitag issue occurred. It is reported that some visitags were missing. The points were taken and then disappeared during the case. The respiratory gating failed at beginning of case and case proceeded without it. During the middle of the case, respiratory gating succeeded, causing previous visitag points to disappear and become irretrievable. After the case the carto app was reloaded and the issue did not resolve. The workstation was then rebooted and the issue still did not resolve. This event has been assessed as indicative of a MDR reportable event because loss of ablation data could mislead a physician and poses a potential risk to the patient.